Manufacturer narrative:
The device is expected to be returned to fisher & paykel healthcare in another country. Methods - no information to date. Results - investigation still underway, no results to date. Conclusions - no conclusion can be made at this time. We have received similar complaints and we are currently trending this at an occurrence rate of less than 0.014%. However, we are awaiting return of the device for fault confirmation.

Event description:
A rptr reported to our distributor that the cushion separated from shell of the rt040 full face mask. No patient injury was reported.